Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 44 mmol/l (792 mg/dl) while wearing the pod an unspecified duration. Symptoms reported included nausea, vomiting and generally not feeling well. The patient was treated with intravenous fluids and manual insulin injections administered by the medical team. The patient confirmed that the hyperglycemia was due to the patient losing the dash pdm. The patient was still admitted in the hospital at the time of this report and reported that they would not be discharged until a new dash pdm is set up and ready for use.